Manufacturer narrative:
H6 (type of investigation code "4114" was determined to have been inadvertently omitted from the previous follow-up report).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the b30 error could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
In speaking with the olympus technical assistance center (tac), the customer's biomedical engineer (biomed) reported that the evis exera iii video system center presented with a b30 scope communication error code when connecting a scope (multiple scopes were tried). Biomed cleaned the scope contacts with 70% isopropyl alcohol, but the issue persisted. Then he resolved the issue by power cycling the device. Tac confirmed that biomed did not need any further support. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.